Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact. During power up of the pump when batteries were inserted, it displayed error codes 1210 and 1260. The root cause of the reported issue was found to be a damaged pump induced by the user. The air detector, front case, rear case, liquid crystal display (lcd), microprocessor unit board had fluid ingress. Actions were taken to mitigate the reported issue:, case, rear case, liquid crystal display (lcd), microprocessor unit board, air detector, downstream occlusion sensor and upstream occlusion sensor were replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the lcd, battery case and label sticker are damaged. The front case was damaged on the inside; lastly, there was a faulty air detector. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.